Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rhmeitoid arthithis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, adenomyosis and cervix inflammation. Concurrent conditions included spinal pain, bone loss, heartburn, gastroesophageal reflux disease, acne, food allergy, hepatitis, breast swelling, mastalgia, syncope, dizziness, blurry vision, dyspnea, frequency urinary and facial swelling. Concomitant products included hydrocodone from 2011 to 2015, methotrexate since (B)(6) 2019, prednisone since (B)(6) 2019 and tramadol since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), arthralgia ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). On 31-(B)(6) 2011, the patient experienced pruritus ("rashes or skin conditions type: itching/breakouts") and rash pruritic ("rashes or skin conditions type: itching/breakouts/rashes"), 5 months 23 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems - depression"). In (B)(6) 2011, the patient experienced menstruation irregular ("hormonal changes describe: abnormal menstruation"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems type: decrease in vision"). In (B)(6)2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2019, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), headache ("headaches") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, urinary tract infection, menstruation irregular, depression, pruritus, rash pruritic, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, back pain, arthralgia, neck pain, pain in extremity, headache and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, nausea, neck pain, pain in extremity, pelvic pain, pruritus, rash pruritic, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details, specify- 2_ coils were noted outside the ostia and _3 coils noted outside the ostia. She received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, headaches, rashes. She received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergy: rash/skin condition, hypersensitivity, bladder/urinary problems: bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus, 178 grams. Benign cervix with focal mild chronic inflammation and nabothian cysts. Secretory phase endometrium. Myometrium with adenomyosis. Leiomyoma, 0.8 cm in greatest dimension. Unremarkable uterine serosa. Benign bilateral fimbriated fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿back pain, neck pain, headache,urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, adenomyosis and cervix inflammation. Concurrent conditions included spinal pain, bone loss, heartburn, gastroesophageal reflux disease, acne, food allergy, hepatitis, breast swelling, mastalgia, syncope, dizziness, blurry vision, dyspnea, frequency urinary and facial swelling. Concomitant products included hydrocodone from 2011 to 2015, methotrexate since (B)(6) 2019, prednisone since (B)(6) 2019 and tramadol since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), arthralgia ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). On (B)(6) 2011, the patient experienced pruritus ("rashes or skin conditions type: itching/breakouts") and rash pruritic ("rashes or skin conditions type: itching/breakouts/rashes"), 5 months 23 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems - depression"). In (B)(6) 2011, the patient experienced menstruation irregular ("hormonal changes describe: abnormal menstruation"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems type: decrease in vision"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2019, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), headache ("headaches") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, urinary tract infection, menstruation irregular, depression, pruritus, rash pruritic, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, back pain, arthralgia, neck pain, pain in extremity, headache and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, nausea, neck pain, pain in extremity, pelvic pain, pruritus, rash pruritic, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details, specify- 2_ coils were noted outside the ostia and _3 coils noted outside the ostia. She received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, headaches,rashes. She received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergy: rash/skin condition, hypersensitivity, bladder/urinary problems: bladder problems, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus, 178 grams. Benign cervix with focal mild chronic inflammation and nabothian cysts. Secretory phase endometrium. Myometrium with adenomyosis. Leiomyoma, 0.8 cm in greatest dimension. Unremarkable uterine serosa. Benign bilateral fimbriated fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record; confirming- events which are same in pfs & mr.back pain, neck pain, headache,urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, medical history added. Device removal surgery added for event pelvic pain. Case upgraded to serious incident. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.